Manufacturer narrative:
B3 is unknown. One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found damaged dso seal, damaged battery compartment, and scratched lens. Customer problem was replicated. Functional test found the device does not hold patient data and the primary problem was a defective pwa. The pwa was replaced. Also replaced dso seal, battery compartment and lens.

Event description:
It was reported that there was a broken battery compartment. There was unknown patient involvement.